Event description:
It was reported that approximately 7 months post promus stent implantation in a heavily calcified left main artery, the stent was found to be restenosed. Restenosis was treated with a non-abbott cutting balloon which caught on some calcification and ruptured. There was no adverse sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the instructions for use (IFU) is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Reportedly, the device was implanted in the left main artery. It should be noted that the IFU states: the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects.